Event description:
It was reported that the hub of the tubing was cracked. There was no patient injury. Although requested, additional information was not provided.

Manufacturer narrative:
The customer's report that the hub of the tubing was cracked was confirmed. Visual inspection observed a majority of the set's male luer was broken off. The break was around the base of the collar. Although damage was observed, functional testing observed no leak or issue. The majority of the male luer collar was broken off. The broken off piece was received. The collar break was around the base of the collar. Further inspection observed no stress or tool markings at the break site. The rest of the set was inspected for kinks, holes/tears in the tubing, and damages to the components. Further testing of pushing fluid from a lab syringe through the as-received non-bd needleless connector and set samples was done. No unexpected leak was observed. The set's tubing was then clamped to create backpressure while fluid was attempted to be pushed through. No leaks were observed. The device history record for model me2017 lot 19107052 shows the set was manufactured on 30oct2019 with a total of (B)(4). There were no quality notifications issued during the production build of this set. The root cause was identified as design of the male luer component.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is a pediatric.

Event description:
It was reported that the hub of the tubing was cracked. There was no patient injury. Although requested, additional information was not provided.